Event description:
A surgeon reported a pt with an unexpected myopic outcome following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported the iol was exchanged. The event resolved following the lens exchange. In the opinion of the surgeon, the iol did not cause or contribute to the event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(6) 2012. (B)(4).